Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot ot charge due to perpetual rebooting. Open receiver, detached ui pcba, and retrieve the receiver download. Receiver log review: the customer complaint could not be confirmed because "screen recoverable error alarm" was not observed within the investigation window. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.